Event description:
Boston scientific/target was notified that the gdc 10-ultrasoft stretch resistant coil synerg detection circuit and the microvena coil jammed in at the end of the excelsior 1018 microcatheter. Upon retrieval of the gdc 10-ultrasoft stretch resistant coil synerg detection circuit, it appeared to have snagged, lassoed, or sucked in the microvena coil into the microcatheter. The products were removed without incident. Later in the procedure, the aneurysm ruptured while advancing the guidewire and catheter. All products used during the procedure were inadvertantly thrown away and will not be available for analysis.